Event description:
Staff reports air bubbles visible in the tubing during hemodialysis treatment. No source for the air could be determined. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded. A new bloodline and dialyzer were set up to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.